Manufacturer narrative:
(B)(4). Batch # m9193w. The analysis results found that the mcs20 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and the first two clips were partially fed into the jaws, causing their malformation; however, the remaining clips were fed and formed as intended. Finally, the device locked out as intended. No jamming incidents occurred during the analysis. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident and the feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, once the clip was fired, the device blocked. After some time, the instrumentalist tried to use the same device. The first clip was fired, but not the remaining. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.